Manufacturer narrative:
Continuation of medical devices: ddmb1d1 ICD implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient's right ventricular (rv) lead had an impedance alert triggered. It was noted that the lead had superior vena cava (svc) out of range (oor) impedance. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.